Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic cholecystectomy, one balloon did not inflate. The second balloon was very hard when inflated. The procedure was completed with another device. The status of the patient is alive with no problem. .

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The event report alleges the products were used in a surgical procedure. The visual inspection of the returned products noted; the trocar balloons, obturators, lock collars, valve seals and doors appeared intact. The inflation syringes were received. Pmv performed functional testing: the trocar balloons were inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the devices and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.